Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 369 mg/dl. The customer delivered a bolus via the pump to stabilize bg level. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. Reportedly, the customer forgot to fill tubing during load. The customer was educated to always fill tubing and was assisted to perform fill tubing during the call with cts.